Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During visual inspection of the pump, it was observed that the battery compartment was cracked from the bottom traveling to the bumper. There was no evidence of physical damage on the battery compartment threads. Unrelated to the initial complaint, it was observed that the threads on the returned battery cap were stripped and were unable to secure and the battery cap was stuck to the pump. A test cap was used to complete the investigation and it was able to secure.